Event description:
It was reported that the patient presented via remote transmission. Upon review, it was noted that the pacemaker exhibited undersensing. Programming changes were discussed but no intervention was performed. The patient was stable and would continue to be monitored.